Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that it was unknown if the previously reported event was considered an out of box (oob) failure. It was also noted that no further clarification regarding the initial allegation could be provided. It was confirmed, however, that there was no issue with the implantable neurostimulator (ins). No further complications were reported/anticipated.

Event description:
Information was received from a family member regarding a patient who was implanted with a neurostimulator. It was reported that during the deep brain stimulation (dbs) implant surgery on (B)(6) 2017 testing was performed and the health care provider (hcp) discovered a lead malfunction as the "electrode interface too thick". It was then reported that the implantable neurostimulator (ins) was related to the event. Follow-up is being conducted to obtain clarification regarding this conflicting information. The electrode was replaced and the surgery was completed. The electrode associated with this event was noted to be at the hospital and it was unknown if the device will be returned for analysis. It was also confirmed that the patient was receiving a greater than 50% reduction in symptoms. The cause and what troubleshooting was performed related to the event were stated to be unknown. There was no known impact or consequence to the patient. No further complications were reported/anticipated.